Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: d6a and d6b. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage and dust particles under eyepiece window (objective lens). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the dark spot on camera lens and distal fiber breakage was due to component failure. The most probable cause of the dust particles under eyepiece window (objective lens) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video laparoscope exhibited dark spot on the camera lens. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.